Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The device has been returned, the eval is underway.

Event description:
It was reported that a capsular tear was noted during an attempted implantation of an li61aor iol in the pt's right eye. During implant the lens was unstable and had a bent haptic. The physician removed the lens without any incident. A second iol (unk MFR) was placed in front of the iris. A manipulating hook (sinsky) was used to attempt placement of the iol in the sulcus, but the iris began to bleed and there was no visibility for placement, the pt was left aphakic. Approx two weeks later an iol (unk) was successfully implanted.